Event description:
The report received from the affiliate indicated that security lock of the precise pro rx ous carotid system, 5f, 6 mm x 40 mm, 135 cm. Stent was received opened. Upon inspection of the product, the stent was noted to be pre-deployed/tip of the stent was out of the shaft. The physician tried to adjust it, but could not put it back. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that security lock of the precise pro rx ous carotid system, 5f, 6mm x 40mm, 135 cm. Stent was received opened. Upon inspection of the product, the stent was noted to be pre-deployed/tip of the stent was out of the shaft. The physician tried to adjust it but could not put it back. There was no reported patient injury. Note: the precise pro rx is shipped with the toughy-borst valve in the open position. The product was returned for inspection. One non-sterile precise precise pro rx ous carotid system, 5f, 6mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was partially deployed (0.5cm). A separation was detected at 9.5cm from ID band; it appeared to have been elongated prior the separation. No other discrepancies were found. The dimensional analysis was not performed due to the unit was damaged. The functional analysis was not performed due to the unit was damaged. Sem results showed that the catheter separation surface presented evidence of twisting and elongation. Reverse bending/ twisting could be related to these surface characteristics. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'separation' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported 'deployment difficulty-premature/prior to use' by the customer was confirmed. The exact cause of the failure could not be conclusively determined; it does not appear to be related to manufacturing process. Handling and procedural factors could be contributed to the experienced failure. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The precise pro rx is shipped with the toughy-borst valve in the open position. If the valve is not closed prior to removal from the package (as noted in the IFU) pre-mature deployment of the stent may result. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The cause of the 'separation' condition could not be conclusively determined. However, the account specifically noted that the only concern prior to return shipping was the prematurely deployed stent. There was no mention of a shaft separation from the account. Multiple attempts have been made to obtain this information without success. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.